Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-may-2024 it was reported that the one occlusion infusion blocking was located in tubing. No further information available.